Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels with a high ketone level identified as dangerous. Cause was unknown, and a specific bg value was not provided. Reportedly, the customer changed out infusion set and cartridge, and administered a manual insulin injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.